Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no reported adverse effect to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.